Event description:
It was reported that there was a warm feeling at the pocket. The implants stuck out of the patient¿s chest, you could see them when the patient stood up. You could feel the knobs and see the little bumps on them, it looked awful. It had been like that since the implant. The patient stated that ¿sometimes they felt it more than other times and it felt warm sometimes.¿ no intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-10197.

Event description:
Additional information received reported the patient received assistance from their doctor in (B)(6) and their concerns were resolved. They still had concerns regarding their device or therapy but they were working with their doctor or manufacturer representative and they had an appointment scheduled for (B)(6) 2015 in the morning. One unit was very visible.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3389s-40, lot# v589333, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial#(B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v925809, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).